Event description:
The pt reported new onset diagnosis of non-insulin dependent diabetes mellitus (niddm) 12 weeks ago. The pt called the FDA to report in last 12 weeks 5 freestyle libre plus sensors have failed prematurely. The sensors are labelled to last 15 days and do not per the pt - some only lasting 3 to 5 days. The pt had to obtain a new order for sensors and pay out of pocket for the additional sensors. The pt also experienced loss of communication between the iphone app and the device several times. An error message would display - iphone 16 pro stopped communication with the sensor. When this occured she was able to self stick for glucose without any adverse events. The pt has reported these problems to abbott 3-4 times, with last call yesterday. The pt reported that abbott recommended to not accept iphone updates as this could be the possible cause of communication loss. The pt noted that the device label does not have a warning label/instructions related to iphone updates and loss of communication. The pt also reported her husband uses same system with a samsung phone and does not have the same issues. The pt is concerned as these device problems could seriously injury patients, especially if on insulin. Device codes: 1480, 2880, 4038. Pt code: 4582. Reference reports: mw5175869, mw5175870, mw5175871, mw5175873.